Manufacturer narrative:
It was noted that the device is not available for evaluation. Additional information has been requested. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation.

Event description:
A company representative was informed that an acquaintance had a total hip replacement in 2009 and was recently having pain in her hip. She visited her orthopaedic surgeon. She is not sure if this is a stryker hip.